Manufacturer narrative:
Product analysis found abnormal noise when the hand piece operates. Internal parts such as middle housing, shaft, stainless steel balls, collar, o-ring, nose, and bearings had deteriorated due to dirt and dust. The pre-repair temperature test for 1 minute on rear was 28.7c, middle was 29.1c and nose was 49.9c. . If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the handpiece overheated. There was no impact on neither the patient nor the staff.